Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer over calculated the amount of insulin needed for the meal bolus and delivered too much insulin. The customer requested assistance from tandem technical support with stopping the bolus delivery; however, at the time of the reported event, the full bolus request had completed delivery. Blood glucose was 62 mg/dl, and the customer consumed additional food to ensure blood glucose remained within range.